Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device and delivery system (wds) were used. The procedure was going as planned and the was positioned in the laa. The closure device was then inserted into the was and placed into the left atrial appendage. The closure device was assessed and the release criteria was met. The device was released from the core wire and then embolized distally. The device was subsequently snared out of the abdominal aorta. A new device was prepared and was implanted successfully in the laa. The patient was extubated and discharged the next morning.